Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The product support engineer (pse) was dispatched to customer site and confirmed the issue. The pse replaced the user interface (ui) assembly to address the reported issue. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the alarm light emitting diode (led) failed (1105). There was no patient involvement.